Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and basedow's disease ("autoimmune disorder: graves disease") in an adult female patient who had essure (batch no. 893009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus infection and sinus operation. Concurrent conditions included ovarian cyst and uterine fibroid. Concomitant products included ciprofloxacin since 2014, clonazepam since 2014, diazepam from 2012 to 2015, hydrocodone, levothyroxine sodium (levoxyl), nitrofurantoin, paracetamol (tylenol) from 2012 to 2018 and saccharomyces boulardii (florastor) since 2013. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), hyperhidrosis ("hormonal changes: sweating"), rash ("skin rashes"), cystitis ("infection: bladder, urinary and vaginal"), urinary tract infection ("infection: bladder, urinary and vaginal"), vaginal infection ("infection: bladder, urinary and vaginal"), basedow's disease (seriousness criterion medically significant), dermatitis contact ("allergic reaction to different types of plastics or dye"), allergic reaction to excipient ("allergic reaction to different types of plastics or dye"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight gain/weight loss specify: weight loss"), abdominal distension ("gastrointestinal or digestive system condition: gastro noise and bloating with constipation"), constipation ("gastrointestinal or digestive system condition: gastro noise and bloating with constipation"), uterine prolapse ("other injuries or complications: uterine prolapse and pelvic pressure"), pelvic discomfort ("other injuries or complications: uterine prolapse and pelvic pressure"), gastrointestinal sounds abnormal ("gastrointestinal or digestive system condition: gastro noise and bloating with constipation") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain/vaginal pain") and dermatitis allergic ("allergic or hypersensitivity reaction: skin reaction"). The patient was treated with steroid antibacterials, antibiotics, surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy), physical therapy and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, mood swings, hyperhidrosis, rash, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, basedow's disease, dermatitis contact, allergic reaction to excipient, tooth disorder, dyspareunia, fatigue, weight decreased, abdominal distension, constipation, uterine prolapse, pelvic discomfort, gastrointestinal sounds abnormal and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic reaction to excipient, alopecia, basedow's disease, constipation, cystitis, dermatitis allergic, dermatitis contact, dyspareunia, fatigue, gastrointestinal sounds abnormal, genital haemorrhage, hyperhidrosis, mood swings, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract infection, uterine prolapse, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure inserion date discrepancy found: (B)(6) 2011 and (B)(6) 2011. Most, if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and basedow's disease ("autoimmune disorder: graves disease") in an adult female patient who had essure (batch no. 893009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus infection and sinus operation. Concomitant products included ciprofloxacin since 2014, clonazepam since 2014, diazepam from 2012 to 2015, hydrocodone, levothyroxine sodium (levoxyl), nitrofurantoin, paracetamol (tylenol) from 2012 to 2018 and saccharomyces boulardii (florastor) since 2013. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), hyperhidrosis ("hormonal changes: sweating"), rash ("skin rashes"), cystitis ("infection: bladder, urinary and vaginal"), urinary tract infection ("infection: bladder, urinary and vaginal"), vaginal infection ("infection: bladder, urinary and vaginal"), basedow's disease (seriousness criterion medically significant), dermatitis contact ("allergic reaction to different types of plastics or dye"), allergic reaction to excipient ("allergic reaction to different types of plastics or dye"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight gain/weight loss specify: weight loss"), abdominal distension ("gastrointestinal or digestive system condition: gastro noise and bloating with constipation"), constipation ("gastrointestinal or digestive system condition: gastro noise and bloating with constipation"), uterine prolapse ("other injuries or complications: uterine prolapse and pelvic pressure"), pelvic discomfort ("other injuries or complications: uterine prolapse and pelvic pressure"), gastrointestinal sounds abnormal ("gastrointestinal or digestive system condition: gastro noise and bloating with constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain/vaginal pain") and skin reaction ("allergic or hypersensitivity reaction: skin reaction"). The patient was treated with steroid antibacterials, antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), physical therapy and physical therapy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, mood swings, hyperhidrosis, rash, skin reaction, cystitis, urinary tract infection, vaginal infection, basedow's disease, dermatitis contact, allergic reaction to excipient, tooth disorder, dyspareunia, fatigue, weight decreased, abdominal distension, constipation, uterine prolapse, pelvic discomfort, gastrointestinal sounds abnormal and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergic reaction to excipient, alopecia, basedow's disease, constipation, cystitis, dermatitis contact, dyspareunia, fatigue, gastrointestinal sounds abnormal, genital haemorrhage, hyperhidrosis, mood swings, pelvic discomfort, pelvic pain, rash, skin reaction, tooth disorder, urinary tract infection, uterine prolapse, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure inserion date discrepancy found: (B)(6) 2011 and (B)(6) 2011. Most, if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: hormonal changes: mood swings, sweating, skin rashes; allergic or hypersensitivity reaction: skin reaction; infection: bladder, urinary and vaginal, autoimmune disorder: graves disease; rashes or skin conditions: allergic reaction to different types of plastics or dye; dental problems; dyspareunia (painful sexual intercourse); pain; fatigue; weight loss; gastrointestinal or digestive system condition: gastro noise and bloating with constipation; otherinjuries or complications: uterine prolapse and pelvic pressure were added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on or around (B)(6) 2015, force to undergo surgeries to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.